Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, glare and ghosting. A clinical reason for explant was unexpected increase in astigmatism, patient unhappy with acuity. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The company lens is a non-toric model and does not have a cylinder component that would affect astigmatism. The manufacturer internal reference number is: (B)(4).